Event description:
As reported, the patient had an initial right tsa on (B)(6) 2017. The patient complained of pain and conservative treatment did not appear to help. The patient was revised on (B)(6) 2023. The glenoid appeared to be loose. The construct was revised to a cta hemiarthroplasty. The patient was last known to be in stable condition following the event. There was no reported breakage of a device or surgical delay/prolongation. No other patient information/medical history.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be glenoid loosening and inclusion of the polyethylene in the packaging recall. However, the reported glenoid loosening could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.